Manufacturer narrative:
Additional information provided: the lot specific to this event is not known; therefore, lot history and device history record (DHR) reviews are not possible. A product sample has not been returned for evalaution. The root cause of the customer's complaint is not known; a sample was not returned for investigation. A potential root cause is an error that occurred during the supplier¿s manufacturing process of the drape. Action will not be taken for this occurrence as the root cause is not known. Quality assurance will continue to monitor and take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two patient's presented with "skin tears from the eye drape" following their cataract procedures. The patient's were treated with ointment and their symptoms resolved the following postoperative visit. The customer did not retain product samples for evaluation. Additional information was requested; however, no further details are available.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the reporter which indicated that one patient presented with skins tears on the informed event date.